Event description:
It was reported that the fowlers are not able to be raise or lowered fully. There was pt involvement but no adverse consequences.

Manufacturer narrative:
Hospital biomed has evaluated the units. Fowler, gas spring trip.